Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between the continuous cycling peritoneal dialysis (ccpd) therapy with the liberty cycler and the umbilical hernia as evidenced by the documentation that the hernia developed after initiation of ccpd. There is no documentation that shows a causal relationship between the hernia and the liberty cycler. Additionally, there are no allegations of a malfunction against the cycler. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue.

Event description:
A peritoneal dialysis (pd) contacted technical support regarding a cycler software and during the call the patient stated they had a hernia and it was causing them not to drain completely at the end of treatment. Upon follow up the peritoneal dialysis¿ nurse stated the patient was diagnosed with an umbilical hernia (unknown date) shortly after starting pd therapy in (B)(6) 2017. The patient currently did not have any scheduled operation in order to repair the hernia. There is no other treatment prescribed. The patient is continuing pd therapy without any issues.